Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 08/13/2019; belt 04/10/2012.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. It was reported that paramedics were called and performed resuscitation efforts. Review of the patient's download data indicates the patient received 2 appropriate shocks on the date of passing. Per clinical review of the continuous ECG recording, the device was started up at 22:24:06 on (B)(6) 2021. The patient was in sinus rhythm at 60 bpm at 22:51:06. The patient's rhythm then degraded to vf with motion artifact and electrode lead fall off. Motion artifact and electrode lead fall off prevented the lifevest from delivering a shock until 23:02:13. The patient's rhythm at the time of the first appropriate shock was vf with motion/tactile artifact and electrode lead fall off. The patient's post-shock rhythm was an idioventricular rhythm at 80 bpm with pauses, motion/tactile artifact, and electrode lead fall off. The patient's rhythm then degraded to vf with motion artifact/tactile artifact and electrode lead fall off. Motion artifact and electrode lead fall off prevented delivery of the second appropriate shock until 23:15:29. The patient's rhythm at the time of the second appropriate shock was vf with motion/tactile artifact and electrode lead fall off. The patient's post-shock rhythm was an idioventricular rhythm at 40 bpm with motion/tactile artifact and electrode lead fall off. The patient's rhythm degraded to asystole with motion artifact and electrode lead fall off at approximately 23:29:49. The patient's rhythm then degraded to vf with CPR/motion artifact and electrode lead fall off at 23:38:48. The vf was seen intermittently until 23:40:24. CPR/motion artifact and electrode lead fall off prevented the lifevest from detecting the vf arrhythmia. The electrode belt was disconnected at 23:42:26.